Event description:
It was reported that one day after the implantation of the xact stent in the left internal carotid artery, the patient experienced a neurological event with aphasia, fatigue, and disorientation to date and time. The CT scan of the head showed no new infarction. There was no reported intervention. The patient's condition resolved four days after the onset of symptoms. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 ((B)(4), lot # 0022551) the stent remains inside the patient. There was no reported product deficiency. Non-stroke neurological deficit is listed in the product instruction for use (IFU) as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.